Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens in the pt's left eye. There was a posterior capsular tear and loss of vitreous during surgery. An anterior vitrectomy was performed. The doctor stated this incident was not product-related. Cause of the adverse event was posterior capsular event that got out of control with vitreous prolapse. A anterior chamber lens was placed, sulcus fixated. Date of last exam: (B)(6) 2013. Pt's current condition is good. The lens was discarded by facility.

Manufacturer narrative:
Eval method - medical review. Results: medical review - review of this file indicates that a capsular tear occurred not due to the iol, but the iol was still implanted and eventually removed and exchanged with an anterior chamber iol. A capsular tear is a relative contraindication in the insertion of a plate haptic lens. Surgeons who prefer the use of plate style lenses will often attempt to implant a plate style lens regardless of the capsular tear. In this case, iol may not be stable which would require removal. This injury is not caused nor contributed by the iol, rather due to the surgeon's choice to implant the iol. Conclusion: based on the complaint history and medical review, it was determined that the root cause of this event was not related to the iol but due to the surgeon's preference. (B)(4).